Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) determined that the reported event was caused by user's handling. Since the camera cable disconnection was confirmed from the device evaluation, it is possible that the camera cable was broken due to the user applying a force such as twisting to the camera cable unit, resulting in the endoscopic image failure. The instruction manual provides preventive measures against damage to the camera cable. By following this instruction, the user may have been able to prevent the camera cable from being damaged. From the repair history, omsc confirmed that the camera head¿s main body, scope mount, imaging, and camera cable were replaced on august 19, 2020. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The endoscope mount was deformed and the operation was heavy. The focus ring was deformed. The camera cable was scratched and the scratch had penetrated. The camera cable was dented. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the endoscopic image became black and an internal buffer write error e211 occurred, due to the disconnection of the camera cable. The day after the reported event occurred, the endoscopic image dimmed and disappeared. Error code e211 means that the circuits around the internal buffer is damaged. There was no report of patient injury associated with the event.